Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that patient was hospitalized due to high blood glucose. Customer's blood glucose at time of incident was 600 mg/dl. The customer's mother is troubleshooting. The customer was treated for high blood with manual injections. The customer was admitted to the hospital. Customer's blood glucose at time of emergency room visit was 600 mg/dl. The customer was vomiting and ketones. The customer cause of emergency room visit was diabetes ketoacidosis. The customer was assisted with performing high pressure test and the test result was no delivery alarm. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to follow up with health care provider concerning unexplained high blood glucose.